Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the lead was severed at 81 mm from the terminal pin. Both segments were received. Dried blood/body fluid was present around the extended helix. Resistance testing found a lead segment was not electrically continuous. Analysis determined that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements of greater than 3.5 v. The lead was repositioned several times, then the helix could not be extended. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.